Manufacturer narrative:
(B)(6). Date of report: 06 aug 2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba and the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The part was returned to the manufacturer for investigation: it was determined the issue of proximal pressure accuracy failed was caused by the failed microstructure pressure sensor u7 on this customer returned da board. Replacement of u7 corrected the failure with no other errors identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the pressure accuracy test failed and that the power switch led had a contact failure. There was no patient involvement.